Manufacturer narrative:
As reported, an expired ventralight st mesh was implanted into the patient. The labeling of this product includes the expiration date which is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Not returned - remains implanted.

Event description:
As reported, during a ventral incisional hernia repair procedure on (B)(6) 2022, the surgeon implanted a ventralight st mesh in the patient which was beyond its labeled expiration date. There was no reported patient injury.